Event description:
Info received indicates the CPR function will not lower the head section of the bed.

Manufacturer narrative:
The technician found the hydraulic manifold leaking, preventing the head section from lowering. He replaced the hydraulic manifold to repair the bed.